Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) event of 66 mg/dl. The user corrected the low with glucose tablets and did not require assistance. The user noted that similar lows have occurred since lowering their target range after advanced training. The lowest blood glucose (bg) recorded was 66 mg/dl. Bg was corrected with glucose tablets, and no medical intervention was required at the time of call. The user reported sweating during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.